Manufacturer narrative:
During the requested site visit, the field service engineer inspected the analyzer and replaced the cable, ict to ict pre amp (B)(4), which resolved the issue. Return testing was not completed as returns were not available. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The alinity c service documentation provides instructions for the removal and replacement of the cable. A review of the alinity c analyzer, serial number (B)(6), service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the cable was replaced. A review of historical data for the part associated with this complaint revealed no trends, systemic issues, or nonconformances associated with the cable. The current product monitoring review found no systemic issues or trends for the issue associated with this ticket. Based on the investigation, no systemic issue or deficiency of the alinity c analyzer, serial number (B)(6), or the cable, ict to ict pre amp (B)(4) were identified.d10 concomitant product from blank to ict modle, 09d28-04, unknown h6 health effect code was not include on initial MDR, added to this follow-up.

Manufacturer narrative:
Complete information for patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely elevated sodium (na) and chloride (cl) results on one patient generated on the alinity c processing module. The results provided were: on (B)(6) 2021, sid (B)(6) na initial = 166mmol/l (reference range 136-145mmol/l) / retest = 140, on alternate analyzer = 139mmol/l; cl initial = 125mmol/l / alternate analyzer = 107 (reference range 98-110mmol/l). There was no reported impact to patient management.